Event description:
Customer reported her adc freestyle libre sensor was reading ¿low¿ (no reading provided) so she self-treated with food and cola, but the sensor kept reading ¿low¿. She further reported that on (B)(6) 2018 when she received the reading she was feeling ¿sick¿ with a ¿fever, pain in her muscles and nausea¿. The next day, she was afrebrile but started vomiting, so she contacted her healthcare provider who gave her an unspecified medication for the nausea. On sunday, (B)(6) 2018 she was feeling ¿very sick¿ so paramedics were called, a reading of ¿800-1000¿ mg/dl was received on the paramedic¿s meter, an unspecified intravenous infusion was initiated and she was transported to a hospital. At the hospital, a laboratory reading of 1341 mg/dl was received, she was diagnosed with dka (diabetic ketoacidosis), admitted to the hospital and received unspecified treatment. Customer noted she was ¿almost unconscious¿ and in a ¿coma¿ when she arrived at the hospital. It was also reported the customer performed a capillary test using the built-in meter, ¿at the last moment¿, but she was already ¿unable to think straight¿ (no reading was reported). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and valid serial number was not provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required for this complaint. The dhrs (device history review) for all libre sensors within expiration at the time of complaint was reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor was reading ¿low¿ (no reading provided) so she self-treated with food and cola, but the sensor kept reading ¿low¿. She further reported that on (B)(6) 2018 when she received the reading she was feeling ¿sick¿ with a ¿fever, pain in her muscles and nausea¿. The next day, she was afebrile but started vomiting, so she contacted her healthcare provider who gave her an unspecified medication for the nausea. On sunday, (B)(6) 2018 she was feeling ¿very sick¿ so paramedics were called, a reading of ¿800-1000¿ mg/dl was received on the paramedic¿s meter, an unspecified intravenous infusion was initiated and she was transported to a hospital. At the hospital, a laboratory reading of 1341 mg/dl was received, she was diagnosed with dka (diabetic ketoacidosis), admitted to the hospital and received unspecified treatment. Customer noted she was ¿almost unconscious¿ and in a ¿coma¿ when she arrived at the hospital. It was also reported the customer performed a capillary test using the built-in meter, ¿at the last moment¿, but she was already ¿unable to think straight¿ (no reading was reported). There was no report of death or permanent injury associated with this event.